Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that a patient came in post lasik complaining of blurry vision and discomfort at times for many months. Patient appeared to have recurrent corneal erosion with irregular healing. Patient is doing considerably better with a bandage contact lens on the eye. This lens has been changed several times over the past few weeks. Cornea looks much better and vision is improving. Patient continues to be seen for follow up visits.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4)